Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument underwent external and internal visual inspections, no motion cable issue detected. Manual articulation of inputs pass. Failure analysis could not verify the customer reported event. No motion cable issue was detected. Correction(s): d4. Lot number was updated to: k10250206 0031.

Event description:
Refer to h11 for follow-up information.